Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 21-SEP-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was unable to close. A field service engineer (FSE) attended the site after a drawer was found sticking out and was unable to close. The FSE inspected the unit, opened the rear panel, and powered off the Pyxis system for further investigation. The FSE found that the latch catch assembly was loose and retightened it to restore proper operation. The FSE then verified that the drawer was latching and closing correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, a drawer failed to close properly. The customer reported that the drawer would not latch or close. Upon opening the rear panel, the customer observed that a red lever was unsecured and an associated spring was also not secured. The customer suspected that these mechanical issues prevented the drawer from latching and closing properly.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.